Event description:
The reported indicated that the surgeon implanted a 13.2mm vicm5_13.2; -8.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(4) 2021. The surgeon reports refractive surprise with a planned lens exchange. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - it was later reported that on (B)(6) 2022 the lens was explanted. Later on this same date a replacement lens of the same length and model but different power was implanted and this resolved the problem. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h3: device evaluation: "the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage and "blood stains" on the lens surface. Dimensional and functional found the lens to be within specifications." Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage on lens. Dimensional and functional found the lens to be within specifications. Claim# (B)(4).